Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2020 with lot number 2436679. Analysis of the returned device identified: creases fold, deformation, red particles in the shell and the weight the device within specification. Cloudy and voids in the gel observed after autoclave. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Health professional reported left side pain and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health professional reported left side pain and capsular contracture, baker grade iii. The device has been explanted.